Manufacturer narrative:
Device was returned and a review of the DHR was performed. Device manufactured according to all requirements and specifications. All records reviewed, no anomalies were noted in manufacturing process. Including packaging, labeling, sterilization or materials used. Returned product was inspected and tested, no defects noted and the device perfoms as specified. Cause of issue indeterminate at time of report.

Event description:
Patient was undergoing a suspension microscopic laryngoscopy (sml) using jet ventilation. During the procedure the patients o2 level decreased. The jet ventilation tube was removed and a standard endotracheal tube was inserted. O2 levels stabilized and the procedure was completed. Post operatively a CT scan was done which showed mild bilateral pneumothorax. Patient went back to the or where a diagnostic bronchoscopy was performed to assess the airway. There was no evidence of tracheal damage or tracheal tears. No bleeding was noted. Patient had bilateral chest tubes placed to treat the pneumothorax. Patient stayed additional days in the hospital until the pneumothorax resolved and chest tubes were removed. Patient discharged. Cause of event is indeterminate.